Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was placed on in-house davinci robotic system for latex cut test. (B)(4). The latex snagged at the instrument scissor's tips. The instrument blade edges were not damaged, but edges exhibited wear at the tips, negatively affecting cut performance. Instrument passed electrical continuity test. Additional finding not reported by the customer was orange print removed from the extension tube. Evidence not conclusive but damage is most likely due to improper cleaning. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted that the monopolar curved scissors instrument were dull. No patient harm, adverse outcome or injury was reported.